Event description:
The pt previously received a guidant ancure device. A cook device was placed for a distal type I endoleak; unable to obtain seal. An endologix limb extension was placed for a distal type I endoleak with iliac aneurysm development; endoleak was resolved.

Manufacturer narrative:
Device involved is competitor device.